Event description:
On 06/11/2025, it was reported by a facility representative via (B)(4) that an ar-13995n scorpion multifire needle tip broke off. The broken piece did not go into the patient. This was discovered a rotator cuff repair and the case was finished with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error. Per dfu-0392-sub, to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.